Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient. Block h11: block d7 has been updated based on additional information received on july 14, 2023. Block g1 has been corrected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-03764 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b monitor kit was used during an unknown procedure on an unknown date. It was reported that during the procedure the image of the exalt model b scope flickered and then it was lost. The image was able to be regained after unplugging and re-plugging the scope into the exalt model b monitor. The procedure was able to be completed with the same exalt b scope and monitor. There were no complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, june 23, 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-03803 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b monitor kit was used during an unknown procedure on an unknown date. It was reported that during the procedure the image of the exalt model b scope flickered and then it was lost. The image was able to be regained after unplugging and re-plugging the scope into the exalt model b monitor. The procedure was able to be completed with the same exalt b scope and monitor. There were no complications as a result of this event. No further information has been obtained despite good faith efforts.